Manufacturer narrative:
Na

Event description:
It was reported that during bench testing at the field service center, the ventilator reset. The ventilator was not connected to a patient when the reported problem occurred. It is unknown if the ventilator alarmed when the reported problem occurred.